Event description:
I had essure implanted in 2008. A few yrs later I started getting chronic back, joint and abdominal pain, irregular periods including unpredictable menstrual flow, swollen legs, ankles and feet, severe bloating, constant migraine, mood swings, hand and arms "fall asleep" while I am sleeping, pressure in my ears like an ear infection, severe pain after intercourse, sharp stabbing pains in back and abdomen. Can't even eat with a metal fork due to metal taste in mouth.